Event description:
Boston scientific received information that during an interrogation it was noted that the lead safety switch had triggered for another manufacturer's right atrial (ra) lead and this pacemaker due to low out of range pacing impedance measurements. When the lead was programmed back to bipolar configuration loss of capture was observed. Subsequently the device was reprogrammed to vvi. Oversensing of noise leading to inappropriate atrial tachy response (atr) events was also observed on the ra channel. The cause was unable to be determined. Both the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.